Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A field service engineer (fse) remoted into the station, but no failures were observed on the monitor. The drawer was inspected and tested within the application with assistance from the customer. There were no faults found, and the system was confirmed to be functioning properly. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had entire drawer of 4south not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.